Manufacturer narrative:
The lab analysis review of the device memory found there was a charge-timeout a few months prior to explant. This indicates that the device was unable to provide a shock at that time. During analysis, the device completed a full energy charge in 8 seconds, which is normal. The device case was removed, and all 3 cells of the battery were found to be depleted equally. The current drain was normal. The cause of the charge-timeout could not be established.

Event description:
It was reported that this device was explanted for normal battery depletion. It had been implanted greater than seven years. The lab analysis review of the device memory found there was a charge-timeout a few months prior to explant. This indicates that the device was unable to provide a shock at that time. There were adverse patient effects. A new device was implanted.